Manufacturer narrative:
This file was originally submitted on 08/27/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Event description:
Patient called in to report unresolved service error code. The unresolvable service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.